Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: top case is cracked by front corners, bottom case is cracked by front left corner, battery door cracked, plunger head cracked by all screws. Tamper seals were broken at plunger assembly. Functional testing, motor drive and an occlusion test were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. Although speaker was inspected with no issues identified, it was replaced as a preventative measure. In addition, top case, right plunger case, battery door and a main battery pack were replaced. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.